Event description:
It was reported that when attempting to perform a self test on a shift change, the device would not complete the boot-up cycle. The unit was displaying a white screen and a service light. The customer's biomed indicated that this is an intermittent failure and it has been duplicated twice in his shop. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. Further root cause of the reported failure was not determined.